Event description:
The hcp reports a catheter replacement due to a catheter kink. The drug in the pt's pump is unknown, but the concentration of the drug was 10 mg/ml at a dose of 0.06 mg/day (minimum rate). No device troubleshooting was reported. No patient symptoms or outcomes were provided. Additional info has been requested from the hcp, but was not available at the time of this report.